Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed there was a leak at forceps elevator. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process a leak was found at forceps elevator. Additionally, the scope case was deformed. The switch flexible printed circuit, plug unit, circuit board, cable unit, and the forceps elevator were corroded. The light guide lens was cracked. The objective lens adhesive was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to the effects of physical stress, chemical stress, and storage environment during handling. Olympus will continue to monitor field performance for this device.